Event description:
It was reported that when using the bd pyxis¿ es server new patients and new orders were not crossing over. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where patients and new orders were not crossing into devices. A technical support specialist dialed into the server and discovered that patient data and patient order notices had cleared. The specialist restarted the interface service, verified that the ¿patient info delay¿ notices cleared from all medstation, and confirmed that the previously missing patient was now visible on the medstation and confirmed with the customer. The system functioned as intended after the technical support specialist troubleshot the device.